Event description:
Reportedly, technical services were called on (B)(6) 2020 because the ventricular lead impedance and the rv coil continuity of the subject ventricular lead were saturated at 3000 ohms. Non-physiological signals, leading to a shock delivery, were observed on the ventricular channel. Non-physiological signals on the atrial channel, leading to oversensing, were noticed when reviewing the episodes recorded in the device memory. The shock impedance was high (269 ohms) and the shock could not be completely delivered because the maximum shock duration was met. In addition, intermittent low atrial lead impedance measurements were recorded in the device memory.